Event description:
Bd insyte autoguard bc 20g IV catheters are not working properly. Safety button is not engaging when depressed. Noted at 2 separate facilities today, pwh and grmh in both preop departments. Same lot #3166524, and ref# 382533, affected ivs removed from circulation and working with materials to get new catheters. Reference report: mw5145045.